Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap hernia repair, would not fire clips. To correct the condition a new device was used. Current patient status: good.